Event description:
It was reported by the end user that his tdxsp power chair veered left, crashing him into the entertainment center. His 56 inch tv fell on him, trapping his leg. The chair started to smoke while tipped. The end user was able to right the chair. He visited his doctor and was told he injured his right shoulder.